Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision for right eye, bad distortion with car headlights and streetlights at night. Doctor ended up doing a laser afterwards and no change. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).